Event description:
It was reported to philips that the system did not start normally. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, an unknown procedure was performed when the issue happened. The procedure was completed by using other system. The philips field service engineer (fse) checked system and confirmed that system did not start. Upon troubleshooting fse found the issue was most likely caused by a power switch inside power distribution unit. Fse checked the output of pdu and confirmed that power didn¿t drop even system was shutdown. To resolve this issue, fse replaced the (main power distribution unit (mpdu). After mpdu replacement, the system returned to use in good working condition. The codes were updated based on the investigation outcome.